Manufacturer narrative:
(B)(4): device not returned for evaluation, another (B)(4) from a similar lot number was evaluated and performance met specifications. (B)(4): no device malfunction.

Event description:
During the initial procedure on (B)(6) 2011 an atriclip gillinov-cosgrove laa exclusion device was used. During the clip placement, the physician placed the clip on the left atrial appendage without issue. The clip sutures were cut at the handle releasing the clip. The physician tried to cut off the remnants of the sutures from the clip while on the heart. As the physician was cutting the sutures from the clip, he nicked the atrium with the scissor tips. He had to extend the thoracotomy to repair the atrium. A single stitch was placed and the procedure finished with no futher complications. There was no long term patient consequence.